Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two surgical leads (from the same lot number) as part of his scs system. It was reported multiple leads contacts exhibited invalid impedances and the patient lost stimulation. X-rays revealed lead fracture. The leads were explanted and replaced and stimulation was restored as a result of the procedure.